Event description:
It was reported that left hip revision surgery was performed due to elevated metal ion levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated metal ion levels. During revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. It is reported that this (B)(6) year old female with a left bhr underwent a revision 6.2 years post implantation, due to pain and elevated metal ion levels. The revision operative report states that xrays demonstrate inadequate restoration of offset and impingement of the neck of the femur against the pelvis, and serology and aspiration were negative for infection. Neither supporting intraop findings/images nor pathology/lab results were provided to confirm the reported elevated cobalt and chromium levels. It is additionally noted in the revision op-report that the patient¿s leg lengths were restored to equal. This indicates that post-implantation the patient¿s leg lengths were unequal. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. The clinical symptoms of the reported pain, separation of the deep fascia, partial dehiscence of the abductor at the trochanter, sclerotic bone, and elevated metal ions may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the information provided. However, the surgical reports do not provide any indication of elevated metal ions, and confirms no presence of infection. The source of the reported pain may be attributed to the reported the patient¿s unequal leg lengths, and/or reported impingement. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.